Event description:
The report received on (B)(6) 2009 stated in summary: in (B)(6) 2009, 8 piccs implanted had complications because of mural thrombosis. They realized about this problem after 10 days from the implantation of every of these 8 piccs. The piccs are 6 from lot 1007 and 2 from lot 1008a. Intervention in the form of fluoroscopy and 'medical' were needed. The pt is stable. No product sample was retained. (B)(4).

Manufacturer narrative:
Add'l lot number: 1008a. This report was assessed when received and no MDR report was the decision. A review was conducted after an FDA audit and the decision was made to submit this report. No used sample was made available despite requests. Info / data on mural thrombosis shows that: it occurs with a high degree of frequency with implants. It can be caused by various factors and not necessarily the catheter. The product IFU indicates that this is a possible complication.